Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed low vacuum error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed low vacuum in the error logs. Fse could not duplicate the issue. Replaced safety disk due to hours. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed low vacuum error. There was no patient harm.